Event description:
It was reported that an unspecified number of unspecified bd¿ infusion sets' tubing separated from the pump segment. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "general feedback provided that in the past two months they have seen an increase in tubing separations at the pumping segment."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. The date received by manufacturer has been used for this. Medical device expiration date: unknown. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of unspecified bd¿ infusion sets' tubing separated from the pump segment. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "general feedback provided that in the past two months they have seen an increase in tubing separations at the pumping segment."

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.